Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that device dislocation and stent damage occurred. The de novo target lesion was located in a coronary artery. A 20 x 4.00 promus elite mr drug-eluting stent was advanced for treatment. However, during the procedure, the device migrated over the balloon and wire and got deformed. The procedure was completed with a different device. There were no patient complications reported and the patient status was stable.

Manufacturer narrative:
A2 - age at time of event: 18 years or older. Device evaluated by MFR.: promus elite ous mr 20 x 4.00mm stent delivery system was returned for analysis. Stent crimp marks evident along the balloon. The stent was received detached from the delivery device. The struts were stretched and flattened a review of the manufacturing stent profile data was performed and the stent outer diameter at the time of manufacture was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed tip damage. A visual and tactile examination of the hypotube found a kink 15.4cm distal to the distal end of the strain relief. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
It was reported that device dislocation and stent damage occurred. The de novo target lesion was located in a coronary artery. A 20 x 4.00 promus elite mr drug-eluting stent was advanced for treatment. However, during the procedure, the device migrated over the balloon and wire and got deformed. The procedure was completed with a different device. There were no patient complications reported and the patient status was stable.